Manufacturer narrative:
Hamilton medical ag ref. Nr: (B)(4).

Event description:
Hamilton medical ag received the following event description: "loss of peep coded appeared. I checked all connections, everything was okay the mask had minimal leak at 7%. Then multiple error codes appeared really fast and the unit switched to cmv mode on its own and would not switch back to niv st" no health consequences or impact. However, because the respiratory technician was unable to change the mode, they removed this unit from service. The case has not been reviewed yet by hamilton medical ag. Therefore the failure description could not be confirmed yet.

Manufacturer narrative:
Investigation outcome: hamilton medical ag has received a customer complaint regarding a hamilton-c1 ventilator showing loss of peep codes, minimal leak at 7% and multiple error codes appeared really fast and the unit switched to cmv mode on its own and would not switch back to niv st". This record contains information on patient involvement. Although medical intervention was required (ventilation replacement), neither harm to patient nor user or third party was reported. The ventilator alarmed and automatic mode transition were most likely caused by a temporary loss or degradation of flow measurement rather than a confirmed hardware defect. The issue could not be reproduced during service testing, supporting the likelihood of an intermittent or setup-related problem such as improper connection or tubing obstruction. No hardware fault was identified. Therefore, this case is considered as closed.